Manufacturer narrative:
(B)(6). The reporter's name was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the universal battery charger device blue led light was flashing during charging without charging the battery devices. It was reported that the event did not occur during a surgical procedure. There was no patient involvement reported. It was reported that there was no delay to a planned surgical procedure due to the event. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturing site for further evaluation. It was determined that the electronic component (opto- coupler) inside the charger was found to be out of order and the blue led light was flashing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty production, which is manufacturing / process error. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.